Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Follow-up imaging taken over five years showed aneurysm enlargement and an endoleak from an unk source. On an unk date, a follow-up CT reportedly showed that the aneurysm had increased in size by 2 cm. The pt was admitted to the hospital, and multiple angiograms were taken showing no evidence of endoleak on the angiogram or CT. On (B)(6) 2013, two contralateral leg components were implanted to reline the originally implanted devices. The procedure reportedly went well without any complications, and final angiogram showed no evidence of endoleak. On (B)(6) 2013, a CT with contrast showed moderate interval size increase to 7.7 x 5.4 cm. It was reported the endoleak, although seen, was not well visualized possibly due to an IV. No further adverse events were reported.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxc141400/05612284, pxc141400/10637283, and pxc141200/10382257.